Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9120-03 universal glenoid - baseplate large serial/batch number (B)(6) was received for investigation. Visual evaluation found that the returned device's front face shows scratch marks and some damage to the threaded hole. Tissue was also observed on the back of the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. A cause for the reported failure may be a patient-specific event. Per dfu-0170-5 at revision 0. C. Contraindications. 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. 4. Any active infection or blood supply limitations. D. Contraindications. 1. Infections, both deep and superficial. Foreign body reactions. 6. Allergies and other reactions to device materials.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial surgery on (B)(6) 2023 the patient developed a severe infection which affected the patient for 6 months. A revision surgery was performed on (B)(6) 2023 to remove the involved implants. . No further information received.